Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which was acknowledged and understood by the caller.